Event description:
A report was received that the patient was having discomfort due to the nerve stimulator and was unable to charge the stimulator. It was believed that the symptomatic battery placement was after patient¿s non-device related surgery wherein it was unknown if electrocautery was used. The patient underwent a revision procedure wherein the ipg was replaced and relocated, and new lead extensions were implanted. No device malfunction suspected with ipg. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. The explanted device was not returned to bsn as it was discarded by the medical facility.